Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6)." Perform fracture study. Delayed union: radiologist notified sponsor of delayed nonunion/bone not yet consolidated at 6 month x-ray. Sponsor subsequently notified site."

Manufacturer narrative:
The reported event could be confirmed. The device was not returned, but evidence were provided based on provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was implanted. Since data and x-rays were provided, the opinion of a medical expert was sought and stated as follows: the subject had a left-sided, 4-part proximal humeral fracture. The x-ray of (B)(6) 2024 shows an intact implant with well repositioned tuberosity fragments. At 6-months post-operative the image shows greater tuberosity has resorbed partially and migrated partly superiorly. The minor tuberosity has not migrated but is not (yet) fully consolidated. Currently there are not yet images available for the 1-year follow-up. I believe its in the character of this 4-part proximal humeral fracture that the tuberosity fragments can become revascularized during the trauma, which may lead to delayed union (determined at 6 months) and possibly non-union (to be determined at 1-year). Medical conditions of the patient (chronic infection, diabetes) may also influence bone healing negatively. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(4). Perform fracture study. Delayed union: radiologist notified sponsor of delayed nonunion/bone not yet consolidated at 6 month x-ray. Sponsor subsequently notified site."